Manufacturer narrative:
A specialist from olympus technical assistance center (tac) attempted to troubleshoot the device to no avail. The b30 error persisted after power was turned after the the 190 scope was plugged in. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source displayed a b30 scope communication error with 190 scopes. The 180 scopes were working as intended. The customer did not report when the issues was observed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, per the service manual, the cause is likely related to the adhesion of foreign material or fluid to the electric contact. Olympus will continue to monitor field performance for this device.